Event description:
Report of a Potential Safety Concern Involving a Herbst Oral Sleep Apnea Appliance to Whom It May Concern: I am submitting this report to document an incident involving my Herbst oral appliance, which is used to treat obstructive sleep apnea. The appliance is only a few months old. While cleaning it, one of the four small Allen screws that secures the Herbst mechanism fell completely out. After discovering this, I inspected the remaining three screws and found that they were also loose. Because I was concerned that another screw could fall out, I attempted to tighten all of the screws using the appropriate Allen wrench. The screws are extremely small, and the Allen sockets are very shallow. During this process, I found that they became very difficult to tighten securely, and the hex sockets appeared to round out or strip with only minimal tightening. As a result, I was unable to tighten the screws as securely as I believed was necessary. The screws are located at the pivot points of the Herbst mechanism. These joints move repeatedly during normal use as the jaw advances and opens and closes throughout the night. Because the screws are part of a continuously moving mechanism, I am concerned that they could gradually loosen during normal use. This appliance is intended to be worn while the patient is asleep. If one of these screws were to detach during use, it could become a loose metal object in the mouth and could potentially be swallowed or aspirated into the airway. Fortunately, the screw came out while I was cleaning the appliance rather than while I was sleeping, and no injury occurred. Before this incident, I was unaware that the screws required periodic inspection or maintenance. I do not recall receiving any instructions to routinely inspect or tighten them, or any warning that they could loosen overtime. Had the first screw not fallen out during cleaning, I would have continued wearing the appliance without realizing the remaining screws had also loosened. My concerns are further heightened by prior reports in the FDA's MAUDE database involving the DynaFlex Adjustable Herbst appliance, including one in which a patient reportedly swallowed a broken piece of the appliance, creating a choking hazard. I am submitting this report solely because I believe this incident represents a potential safety concern that deserves evaluation and because I am terrified to use it. My intent is not to assign fault or draw conclusions regarding the cause of the incident. Rather, I hope this information will help determine whether this was an isolated occurrence or whether additional patient instructions, maintenance recommendations, design improvements, or other measures could further reduce the possibility of a screw becoming detached during overnight use. I respectfully request that this incident be documented and evaluated. I also request copies of any Instructions for Use (IFU), patient information sheets, maintenance recommendations, inspection guidelines, or other documentation that pertains to this appliance. Thank you for your time and consideration. I appreciate your review of this matter and your commitment to patient safety. Respectfully (b)(6).